Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between february 21-24, 2025. H11: a video of the sample and a sample was received for evaluation filled with fluids but without containing fluids in the bladder. Visual inspection was performed on all the samples. Visual inspection of the video sample showed a very slow leak (backflow) from the device's fill port during fill. A functional leak test was performed, and no evidence of leak (backflow) was observed from the fill port. The received device was determined to be conforming product. The reported condition was verified on the video sample. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port and backflow was observed. The issue was observed prior to patient use while opening the pump and withdrawing the medication using a luer lock syringe. The device was filled with fluorouracil (5-fu) and saline having a fill volume of 50ml. There was no patient involvement. No additional information is available.